Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore the implant registration card states that one channel was left outside of cochlea at implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance became worse gradually. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s hearing performance became worse gradually. No trauma has been reported. The user has been successfully re-implanted on (B)(6) 2018.